Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the device failed to shock during use. The patient outcome details have not been provided. The date of this event has not yet been reported.